Manufacturer narrative:
The field service engineer adjusted probes. Calibration, controls, and precision studies were performed; all assays recovered within specifications. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Upon review of quality control data, the first level of control failed for cl. When repeated, the control passed. Upon review of the alarm trace, multiple ise reference errors were observed on the day of the event near the time the sample was processed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having issues with ise tests on the cobas 6000 c (501) module. The have been receiving alarms indicating issues with ise noise and issues with the ise internal reference (system reagent used for calibration). The reporter stated they run ise checks when they get the errors, but the alarms do not re-occur. Controls will be run and these recover fine. The reporter states they then receive questionable ise patient results that are accompanied by data flags indicating ise noise. The reporter provided data for one patient sample with discrepant results for ise indirect k, ci for gen.2. The sample initially resulted in a k value of 5.82 mmol/l accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated on a second c501 analyzer, resulting in a value of 4.45 mmol/l. The repeat value was deemed correct and a corrected report was issued. The sample initially resulted in a cl value of 65.8 mmol/l accompanied by a data flag. The sample was repeated on the second c501 analyzer, resulting in a value of 98.5 mmol/l. No incorrect results were reported outside of the laboratory for cl. The k electrode lot number was z97, with an expiration date of 14-aug-2022. The cl electrode lot number was i80, with an expiration date of 31-may-2022.